Manufacturer narrative:
This complaint has been recorded under (B)(4). Functional testing of the device confirmed the suction was not working and the motor made a high pitched noise. Visual examination of the returned product identified the motor mounts were melted and warped, dropping the motor out of position and preventing the pinion gear from making contact with the face gear. Additionally, the o-rings were stuck under the plunger within the plunger tubing. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the preparation for the surgery, this complaint product didn't spray saline water although the motor was working, and it made abnormal noise during working. During inspection it was noted that there was signs of burning within the device. No harm or delay were noted with this event. No other adverse events were noted as it relates to this event.